Manufacturer narrative:
The pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The motor was tested outside of the device and it passed. No motor error alarms were noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a broken reservoir tube lip, a cracked belt clip slot, and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low and high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated with food. The customer stated that her sugar goes low after set changes. The customer stated that the case is chipped and cracked in numerous places. The customer also had high blood glucose reading of 281 mg/dl. The customer stated that her husband died and she has not been eating much due to stress. The customer stated that the pump was worn during dental x-rays. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.